Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The keyboard was replaced to resolve the issue.

Event description:
The hospital reported the unit had an error that results in a system required restart. There was no report of patient injury.